Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that he had a no delivery alarm on the insulin pump. Customer stated that he was trying to prime his pump and it was giving him a no delivery alarm. Customer's blood glucose was 190 mg/dl at the time of the incident. Troubleshooting was performed and the customer stated that the insulin did exit. Customer stated that the pump alarmed no delivery. Customer tried a new reservoir with the current set. Customer stated that the pump did not alarm no delivery with manual prime. Customer was advised that changing the reservoir resolved the issue. Customer will return the set for analysis.